Event description:
It was reported that during surgery the circulator opened an accolade stem box and outside blister pack. The scrub nurse then noticed that the inside blister pack was damaged. Surgeon felt that the sterility could have been compromised, so surgeon asked for another implant and was provided one and the part/box and outer and inner blister was intact and surgery was completed accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.